Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: review of the black box data revealed the last basal delivery was recorded (B)(6)2017 at 11:59. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing. On examination, the keypad cover was intact and without damage. On testing, all keypad buttons demonstrated normal response. Investigation did not duplicate the complaint. The keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons. There was no damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose of 47mg/dl, with unsteadiness when standing and walking, associated with an alleged button keypad issue. Reportedly, the patient remained on the pump and received food and drink as treatment by someone other than their healthcare provider. During troubleshooting with customer technical support, it was revealed the ok keypad button was over responsive. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a button keypad issue.